Event description:
Olympus medical systems corp. (Omsc) was informed that during the upper gastrointestinal endoscopy, scope communication error b30 occurred and image disappeared. The subject device was used in combination with cv-190 plus and gif-h190n. The subject device and cv-190 plus were restarted, but the issue could not be resolved. Gif-h190n was blindly removed and the procedure was canceled. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. It was assumed that the indicated phenomenon was caused by the endoscope. It was confirmed that there were traces of flooding in the connectors. The reason for the water leakage in the connector was due to cracks near the connector contacts. A possible cause of the leakage is that the scope connector is likely cracked due to chemical attack. Olympus will continue to monitor field performance for this device.